Event description:
It was reported that the patient presented in clinic for normal follow-up when chronic high hv lead impedance was seen in the rv to svc and svc to can vectors. The patient was programmed rv to svc and can and successfully received therapy in that configuration the patient will be monitored with routine follow up.